Event description:
It was reported that patient underwent total hip arthroplasty utilizing metal on metal acetabular cup and modular head in 2002. Subsequently, patient was revised in 2009 to remove and replace the components. No further information has been provided to date.

Manufacturer narrative:
Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly. Evaluation of the returned component revealed curved wear marks, possibly from contact with the rim of the articular surface of the cup. This finding is possibly consistent with subluxation of the joint. The morse taper of the head showed possible evidence of fretting corrosion and/or crevice corrosion. The bearing surfaces of the component exhibited wear apparently due to a third body abrasive trapped in the clearance. Based upon the appearance of the part, wear rates did not appear to be excessive. The bearing diameter of the component was still within manufacturing tolerances.although it appears that some type of third body particle was present, the source and identity of the agent could not be established during visual examination.

Event description:
It was reported that patient underwent hip revision arthroplasty utilizing metal on metal acetabular cup and modular head in 2002. Subsequently, patient was revised in 2009 to remove and replace the components. No further information has been provided to date.